Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity. It was reported that during a normal end of life pump replacement, the healthcare provider (hcp) was not able to get the pump segment off of the pump so they had to use an 8780 to replace the pump segment. The company representative stated 27.9 was the new length but they were not sure how much of the pump segment was left attached. The hcp was also unable to aspirate the catheter but the hcp was not concerned. They were aware there would be a gap in drug delivery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.